Event description:
On (B)(6) 2022, feeding contents were noted in the patient's nares and mouth. Xr and obtained to verify location of tube. Potential for discontinuation of tube noted. Upon removal of tube, distal portion retained within patient. Egd performed by gastroenterology service to retrieve retained portion and new feeding tube replaced. FDA safety report ID# (B)(4).